Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now alarms noted. Unit received with high sleep current and unable to connect to glucose sensor simulator due to corroded. The power management tool confirmed unexpected battery power loss alarms and low battery alarms due to corroded . Unit received with peeling keypad overlay, minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed a replace battery now. The customer¿s blood glucose level during the incident was 102 mg/dl. Troubleshooting was performed. The customer did not receive a low battery alert prior to the replace battery now alarm. This was the second occurrence of the replace battery now without a low battery warning. The customer had placed in 4 different batteries and 3 or all of them did not register. The device was to be returned for analysis.